Event description:
During percutaneous coronary interventional of the right coronary artery, the terumo catheter sheath introducer and the brite tip guiding catheter became "blocked' when the physician attempted to turn the devices around. Due to the difficulty in removing the devices, the surgeon used force, causing the devices to become twisted, and the catheter separated in the patient. The physician had not used excessive torque before the catheter became stuck in the sheath introducer. The product was removed surgically. There was no other injury to the patient. The product was discarded, but films will be returned.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.